Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. The electrode belt was found to have a shorted wire within the trunk cable. When the trunk cable was manipulated, the front-back signal became distorted and noisy. The cause of the signal noise was a short between the cable's front-back signal lines and shielding. The root cause of the short cannot be positively identified. Once the trunk cable was replaced, the electrode belt was fully functional. No adverse event resulted from the shorted cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report the device keeps alarming to "check belt." The pt was provided with a replacement monitor.